Event description:
Procedure: vats wedge resection. According to the reporter: could not get the stapler loose from the lung tissue. As a result a larger wedge was resected.

Manufacturer narrative:
(B)(4).